Event description:
It was reported that the alarm 64 (non-recoverable system error-unable to enable pump power (control processor) occurred in an arctic sun device. Per review of wo on 25sep2024, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed processor circuit card. The device was evaluated upon receipt. Alarm 64 occurred. Replaced processor circuit card. This device was evaluated for functionality per baw2800549 rev0. It passed all tests successfully. The evaluation found no other issues with the arctic sun performance. The initial reporter phone number that is provided is (B)(4). The complete initial reporter facility name is (B)(6) hospital. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm64 (non-recoverable system error-unable to enable pump power (control processor) occurred in an arctic sun device. Per review of wo on 25sep2024, there was no patient involvement. Per follow up information received via email on 03oct2024, they repaired the device on the customer site. The issue was alarm 64. Processor circuit card was defective, and they replaced the processor circuit card. The issue was resolved.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Section e: initial reporter phone: (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the alarm64 (non-recoverable system error-unable to enable pump power (control processor) occurred in an arctic sun device. Per review of wo on (B)(6) 2024, there was no patient involvement. Per follow up information received via email on 03oct2024, they repaired the device on the customer site. The issue was alarm 64. Processor circuit card was defective, and they replaced the processor circuit card. The issue was resolved.